Event description:
The complainant reported a patient (unknown race) in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and while placing the impella, pre percutaneous coronary intervention, the patient went into ventricular fibrillation and was shocked one time. Pci via thrombectomy to the left anterior descending artery (lad) and angioplasty with one stent to the mid lad was completed and the patient was sent to the unit on impella mcs. The following day after start of support the patient was showing signs of sepsis. Position was noted as "good" under echocardiogram. Surgery was consulted and will consider escalation if still requiring support in three days. It was noted the following day the patient remained in distributive septic and cardiogenic shock. The patient was noted to be improving however, and the patient was slowly weaned from the impella cp device, and all drips were off. The impella cp device was eventually explanted with a surviving outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. However, product history review was completed, and the pump passed all post sterile inspection checks. The investigation of the complaint was completed and noted the following: ventricular fibrillation, cardiac arrythmia, can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: -patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease -timing of the arrythmia event in relation to impella support (during or post-implant) -electrocardiogram (EKG) recordings of the arrhythmia episodes -evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements -presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities -response to any antiarrhythmic treatments or interventions during the event -any documented device-related issues or complications during impella support -evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand -review of any concomitant medications that may influence cardiac electrophysiology -with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. Therefore, to determine the true root cause of the ventricular fibrillation, the above-noted clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided, and the device was not returned, the root cause of the ventricular fibrillation was not determined. With regards to infection/sepsis, this can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations : laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection, as well, cannot be determined. Instructions for use for the related event are as follows: cp with smartassist system section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿